Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The catheter is obstructed, it is not possible to inject the anesthetic. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter is obstructed and would not inject. The customer returned one snaplock adapter, one flat filter, one epidural catheter, and lidstock. The snaplock adapter and catheter were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned flat filter revealed the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Adhesive can be seen on the outer extrusion and biological material can be seen within the inner coils of the catheter especially at the distal end of the catheter. A manual flow test was performed using the returned components. A 20ml lab inventory syringe was connected to the returned flat filter, the returned snaplock adapter, and returned catheter. Using hand pressure, the water was injected. No flow could be established out of the distal tip of the catheter. Other remarks: the test was repeated using the returned flat filter with the returned snaplock adapter and lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the returned flat filter or snaplock adapter. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded completely into the catheter (approximately 87.5cm) (c05158) from the proximal end of the returned catheter until the wire was no longer visible. The catheter's extrusion is approximately 90cm. Microscopic examination of the distal tip indicated biological material is present between the catheter's inner coils and the distal closed tip ports are completely occluded. Because the distal end was closed tip, use the distal end was closed tip, the extrusion at the distal tip was cut at the black painted ink. An attempt was made to thread the lab inventory wire through the catheter from the distal end. The wire threaded completely into the catheter with no issue. The reported complaint of the catheter not being able to inject was confirmed based on the sample received. The returned epidural catheter was found to be completely occluded with biological material. Microscopic examination where the catheter was blocked indicated biological material is present between the catheter's inner coils at the distal tip as well as the closed tip port holes are completely occluded. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the information provided, operational context caused or contributed to this event.

Event description:
The catheter is obstructed, it is not possible to inject the anesthetic. There was no patient injury.